Event description:
It was reported that after implantation with a 3 piece standalone intraocular lens (iol), it was observed the trailing haptic was missing. The trailing haptic was inside the cartridge. Ophthalmic viscosurgical device (ovd) was removed and incisions (tunnels) secured normally. Account indicated that the patient was pressure controlled the next day and reportedly sent to the hospital for lens explantation and new lens implantation. We learned through follow up that the lens was not explanted, as reportedly the lens position is sufficient. There was no additional medical intervention required and the patient is good. There was no material available for return. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in the report submitted feb 8, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: ar40e00030. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.